Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The system was performing as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the computer would not boot up. It was later reported by a field service tech at the site that the issue could not be replicated. After restarting the system everything worked fine, and the cables all looked fine. There was no patient present.